Event description:
Boston scientific crm received infomation that the patient with this implantable cardioverter defibrillator (ICD) has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device nor was the device included in an advisory population. Subsequent information indicated that this device was explanted and returned for normal battery depletion.

Manufacturer narrative:
Upon receipt, visual inspection noted a dent in the middle of the device case on the front. All seal plugs were intact and all set screws operated normally. The battery status was eri with a monitoring voltage of 2.70 volts which was set by charge times. Longevity calculations noted that the device doesn't meet longevity per programmed values. Due to pending litigation no destructive analysis was performed. As such root cause remains unknown. A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.